Event description:
During stereotactic biopsy, need was inserted into breast. When needle was fired/deployed device made a grinding noise. Error message showed on screen and we were unable to proceed with biopsy. Device could not take specimens.